Event description:
(B)(4). Event occurred in the united states. The patient reported that while walking, the set at the end of the feeding tube fell out and it did not lock at quick release on cannula. The site was at the right side of the stomach and the pump was clipped to the belt or pocket. The infusion was used for less than 24 hours. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.